Manufacturer narrative:
The unit passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm, and displacement test. The drive support disk was inspected and no anomaly was found. The unit had a minor scratched lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip. (B)(4)

Event description:
The customer called in to report high blood glucose levels. The customer's blood glucose level at the time of incident ranged from 475 to 600 mg/dl. The customer did not report any symptoms related to their high readings. The customer treated with a bolus and manual injections. The customer received a no delivery alarm during the day, and later changed their infusion set. The customer performed the high pressure test and it passed. The customer still did not feel safe with the insulin pump and requested a replacement. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and to return the malfunctioning device back for analysis.